Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "no fluid in system" (device displays error message). The customer reports there was no fluid in the system. A manual technique was used to perform the aspiration of the fragments. The case was completed after the system was serviced. There was pt involvement, but without harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).